Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shocking impedances. Subsequently, this patient underwent a replacement procedure, and this rv lead was surgically abandoned. Another rv lead was implanted to complete the procedure. No additional adverse patient effects were reported.